Event description:
It was reported by the customer that a bd pyxis¿ medbank tower had a drawer that would not open. The customer stated that the user was unable to issue the medication, which caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that the drawer did not open. A technical support specialist remotely dialed into the station and observed that the globe icon was grayed out with an x, indicating a connectivity issue. The tss checked the mql status, which was green, and noted that four pending messages were actively draining. This suggested that the issue was due to unstable network connectivity. While on a call, the user was able to issue medications successfully on the first attempt. Shortly after, the globe icon returned to green, confirming that all systems were back in synchronization. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower had a drawer that would not open. The customer stated that the user was unable to issue the medication, which caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.